Event description:
The hosp reported that recently during endoscopic vein harvesting procedure, an endoscope had issues with the CT telescopes. The endoscope seemed to lose focus and initially I thought it was the camera head. Upon switching out the camera heads, the end of the scope that fits into the camera head, literally fell apart in my hand. It seemed to come apart at a soldered joint and there were fibers sticking out from the broken joint. The hosp did not report what device was used to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).